Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages, service code 204) was confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code and messages. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving excessive "adjust belt" and "check therapy pad" messages and a service code 204 (belt unusable).